Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from the wheelchair to the bed in a sling, using maxi move passive lift device, the right clip behind the right shoulder became detached from the hanger bar of the lift and resident fell down. It was indicated that the clip popped out when the resident was in a seated position and the staff were beginning to tilt the resident. It was reported that the resident sustained a fracture to a shoulder and a vertebrae. In accordance to information received the injuries may have been previously incurred - from a vehicle crash.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).